Event description:
It was reported the system displayed an ma on error, overvoltage, and low ma error message. All of which were attributed to arcing and will result in a system shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A service representative performed an on site investigation. The high voltage cable was cleaned and greased. The generator was calibrated. The high voltage tank and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.